Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with plastic part breaking off. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors instrument plastic part has broken off at the front where the tip is screwed in. Procedure was completed. There was no report of patient harm. Intuitive followed up and obtained additional information. The instrument was inspected prior to use. The surgeon was cutting when the issue occurred. Instrument did not collide with other instruments. There was no fragment that fell in the patient. Image attached.

Manufacturer narrative:
Due to the broken tube adapter, a detached fragment was observed and was not returned with the instrument. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.56mm x 1.74mm in size. Common causes of a broken instrument tube adapter may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments. Additional common causes include improper installation or removal of the tip accessory.

Event description:
Refer to h11 for follow-up information.